Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similar incident review similarity could not be determined as a specific failure mode was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional six (6) proglide devices referenced are filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right and left common femoral arteries was attempted with proglide devices using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, seven proglide had an unspecified failure due to challenging anatomy with two additional proglide devices being used per access site, in the preclose technique, to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.